Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient couldn't communicate with the ins. No symptoms or complications were reported.

Event description:
Additional information received reported the patient was confident it had been more than 1 year since they were able to communicate with the ins. Multiple attempts to read the ins with the clinician programmer were done. The cause of not being able to communicate was not determined, and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.